Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursing a product liability claim arising out of the alleged use of the durom acetabular component. It was reported that the patient received a durom acetabular cup on (B)(6) 2006. The op notes dated from (B)(6) 2011 refer to the status of the patient doing poorly but not due to the hip surgery but due to severe spinal stenosis and lower extremity atrophy.